Event description:
The device was being used for routine patient monitoring. Allegedly the device would not switch out of paddles lead when the lead select switch was pressed. The reporter stated there were no adverse affects to the patient resulting from the event.